Event description:
On (B)(6) 2010, the pt was implanted with an scs system. While in the recovery room, the pt demonstrated neurodeficit symptoms such as, posturing and loss of control of tongue. The doctor believes that pt had an adverse reaction to zofran, an anti-nausea medication that was administered during the implant procedure. The pt was then given versed to relax, but subsequently went into respiratory distress and had to be intubated. The pt was extubated shortly afterwards, and appeared to be doing well and was sent home the same day. The system was not explanted.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.